Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient stated that the illness began on the last weekend of (B)(6) and lasted throughout the following month (dates unspecified). It is unknown if the patient was hospitalized for the event and the treatment was not reported. No further details were provided. Additional information was requested but is not available.